Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the self-test and there were sparks on the electrode pads and tray. There was no reported patient involvement.

Manufacturer narrative:
The parent record was determined to be a duplicate of (B)(4). Reporting is no longer applicable for this record. Please reference (B)(4) as it contains the full investigation of this issue.. Closing duplicate case. .